Event description:
An aneurx bifurcated stent graft of unknown size was inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The aneurysm size is unk. The iliac vessels measured 8 or 9 mm and had little tortuosity and calcification. It is reported that after insertion of the 16mm diameter x 11.5cm length iliac leg stent graft, the physician attached the deployment handle. Shortly after turning the deployment handle to deploy the stent graft, the delivery catheter broke and separated one third of the way up the catheter shaft. The physician stabilized the pt on the table and 1.5 hrs later obtained another 16mm diameter x 11.5cm length iliac leg stent graft from another facility. The physician re-accessed the site with the new device. As the physician turned the deployment handle the stent graft did not deploy; however, the catheter broke. The physician decided to close the pt and re-scheduled the pt for repair of the aneurysm the following day with a talent leg stent graft. The pt is reported to be fine and awaiting further endovascular procedure. It is reported that two iliac limb graft covers broke and one device was discarded. The return of the other device to medtronic ave for returned goods investigation is pending.